Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert occurred on (B)(6) 2016.

Event description:
It was reported that the patient complained of hearing long beeps from the implantable cardioverter defibrillator (ICD), like when using a magnet. The device remains in use. No patient complications have been reported as a result of this event.